Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had his ambicor penile prosthesis (app) implanted. The patient noted that he did not want an app and wanted a 3-piece, but he ended up with an app. He stated that when they went in to inflate, they could not get it to deflate and now the he is having a hard time pumping it up. It was further reported that the patient also experienced pain.